Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that one month after the dental implant was placed in ada site 8, osseointegration was not observed. At the time of the implant placement local infection and periodontal disease was noted. Poor bone quality/quantity was observed and mobility and inflammation was present at the time of the event. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that one month after the dental implant was placed in ada site 8, osseointegration was not observed. At the time of the implant placement local infection and periodontal disease was noted. Poor bone quality/quantity was observed and mobility and inflammation was present at the time of the event. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.